Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, there were several periods of low purge flow and high purge pressure issues. Reportedly, bivalirudin and dextrose 5% in water were only used in the purge due to gastrointestinal bleeding (gi). The clinician recommended removing bivalirudin and using heparin, the physician decided to use only dextrose 5% in water. Reportedly an endoscopy was being done to address the gi bleeding, no results were noted. Subsequently, physician added heparin to the purge due to possibility of pump stop. High-pressure issues were reportedly resolved with the addition of the heparin. The patient received three units of packed red blood cells throughout the case. In addition, it was reported there was an abrupt pump stop, the team was able to restart the pump however the motor current was reported to be high. The impella was replaced with a new impella pump and started without issues. Patient survived the procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation of temporary pump stop, high purge pressure, and vascular damage - peripheral vessel has been completed. Data logs showed the pump stopped upon the occurrence of the "impella stopped - motor current high" alarm as the motor current suddenly spiked above 1500. The pump was successfully restarted after several attempts. Following the restart, the motor current was temporarily elevated, but no further pump stop alarms occurred until the pump was disconnected. Visual inspection of the returned pump revealed a large purge gap with a significant amount biomaterial on and around the impeller. Additionally, the pump was returned with the catheter completely severed. In conclusion, it was determined that the cause of the temporary pump stop was bearing wear after 15 days of use, which is beyond design life per design trace matrix. Hpp / vascular damage: this complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-19631 in accordance with updated procedures.